Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo-ablation procedure, the patient visited the hospital due to hemoptysis. A computerized tomography (CT) scan revealed a severe stenosis of the left superior pulmonary vein (lspv) and dilatation of the vessel was scheduled for a later date. The dilatation was performed with balloon and stent implantation was not required. No further patient complications have been reported as a result of this event.